Manufacturer narrative:
Corrected information can be found in investigation findings and investigation conclusions fields.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported site had issues with monopolar, specifically the coag function. Caller stated they encountered error c-34 activation had been interrupted fault. Caller stated they were only able to use coag with the classic setting which only goes up to effect 2 but the swift function and forced function would not work at all. Tse reviewed the logs and confirmed the issue. Tse recommended a power cycle of the erbe unit, caller stated they had already performed a power cycle, but the issue remained. Tse had caller confirm the erbe was plugged into a dedicated outlet, caller confirmed. The surgical team was able to complete the procedure with the erbe, but that they experienced limitations in terms of erbe. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. C-00 was in error log. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was not confirmed based on the failure analysis.